Manufacturer narrative:
The calibration and qc were reported to be within specifications. The field service engineer (fse) found the needles of the washing unit to be in order. He replaced the rinse tube for the sodium hydroxide (naoh) detergent at the rinse unit which was noted to be torn. He checked the gear pump pressure and did not find any issues. He adjusted the washing water volume, rinsed the pipettors and performed mechanical checks with acceptable results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue. The investigation did not identify a product problem.

Event description:
The initial reporter received questionable ca2 calcium gen.2 assay results for three patient samples tested on a cobas 8000 c702 module. The reporter stated that they have been obtaining several calcium results that were below the reference value for adults. The initial results were not reported outside of the laboratory. The samples were rerun on their c 701 module. The reporter was able to provide three examples of discrepant results: sample ID: (B)(6) had an initial result at 12:43 pm of 1.51 mmol/l. The repeat result from the c 701 module was 2.35 mmol/l. Sample ID: (B)(6) had an initial result at 1:10 pm of 1.40 mmol/l. The repeat result from the c 701 module was 2.42 mmol/l. Sample ID: (B)(6) had an initial result at 1:10 pm of 1.27 mmol/l. The repeat result from the c 701 module was 2.47 mmol/l. The reagent lot number is 58959501 with an expiration date of 28-feb-2023.